Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results with patient samples using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat system. The alleged 3 samples initially generated sars-cov-2 positive results. Patient 1 retested himself at home twice that same day and was negative. The patient/samples 1 and 2 were repeated on another cobas liat and negative results were generated. Note, patient/sample 2 was repeated twice. It was alleged that sample 3 generated negative results during repeat. It is unknown which assay was used for the retest. However, no repeat runs were identified in the provided datasets for this sample. The results were reported and no harm is alleged. Per the FDA eua guidance, 3 mdrs will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the samples having a low viral load, either from patients with a low titer or from lab cross-contamination.